Manufacturer narrative:
(B)(6). Gender - female.

Manufacturer narrative:
(B)(4). The onyx vial has not been returned. The onyx solution will not be returned for evaluation as it was consumed in the event. For further investigation, one onyx vial of the same lot number was requested from quality control retained samples to perform the density testing. The density testing result was within the specification. Based on the above findings, the customer's report could not be confirmed. Testing on the retained sample from the same lot met specification for density. The lot history record of the tantalum powder has been reviewed and no quality issues were noted. The lot history record of the reported lot number showed no quality issues against the lot and no other anomalies were found during the document review; therefore manufacturing has been ruled out as a potential cause. In this event, user error may have contributed to the reported issue. Per our instructions for use, the user should ¿inject the onyx les immediately after mixing. If the onyx les injection is delayed, tantalum settling can occur within the syringe resulting in poor visualization of the onyx les during injection. Adequate fluoroscopic visualization must be maintained during onyx les delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt onyx les delivery until adequate visualization is re-established.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic (covidien): received information that during treatment for an arteriovenous malformation avm/fistula in the arm, there was poor onyx visualization. As soon as the dmso had been injected through the catheter it was noticed that the onyx could be seen following it. This occured during the entire injection of the vial. The onyx could not be seen at the tip of the catheter or in within the vessel being embolized. The vessel was moderate in tortuosity. The device was prepared as indicated in the IFU. The onyx vials did not sit for more than 5 minutes prior to injection. The wait time between injections was less than 2 minutes. The duration of the onyx injection is unknown. The onyx was shaken for a minimum of 20 minutes with the speed setting set to 8. There was no issue with the mixer. There was no medical intervention required. There was no patient injury reported as a result of this event.